Event description:
It was reported that pump screen was sometimes unresponsive and required multiple presses. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.